Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a procedure at the user facility the customer unknowingly uploaded an image set for one patient into the case-folder of a different patient and attempted to use navigation. As the patient landmarks would be dissimilar, an inaccuracy could occur. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a procedure at the user facility the customer unknowingly uploaded an image set for one patient into the case-folder of a different patient and attempted to use navigation. As the patient landmarks would be dissimilar, an inaccuracy could occur. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.